Event description:
It was reported the patient previously underwent double valve replacement surgery and received a 19 mm sjm aortic valve (medwatch # 2648612-2011-00043) and a 25 mm sjm mitral valve (medwatch # 2648612-2011-00045). In (B)(6) 2011, the patient underwent redo aortic valve replacement surgery to remove this aortic valve due to endocarditis. This valve was explanted and a 19 mm sjm regent valve was implanted (medwatch # 2648612-2011-00041). Intraoperatively, the surgeon attempted to rotate the valve and one of the leaflets fractured and fell into the ventricle. The leaflet was retrieved and this 19 mm regent valve was implanted. The patient expired the following day due to sepsis.